Event description:
It was reported that ¿the flame rose with vapor and noise voice when the¿ 360mm gayet bipolar forceps ¿connected with cable and ready to work.¿ this is the only information provided and there was also no report of patient impact or injury.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the black plastic part is burnt at the connection and the device failed electrical tests. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument. Based on the results of analysis, this was not initial use of the device in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.